Event description:
Power loss and the ups will not come back on it has been reported to philips that there was a power loss and the device would not turn back on. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used for a diagnosis procedure and the procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was a power loss and the device would not turn back on. Review of the system log files showed unsolicited power downs. Biomed has reset mains circuit breaker to start up the system again. After that system was working fine. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.